Event description:
Allergan received a report that a female patient was treated on (B)(6) 2019 and (B)(6) 2019 with coolsculpting to the upper abdomen, lower abdomen, flanks, and upper arms using a cooladvantage and cooladvantage plus applicator. In (B)(6) 2019 the patient developed firmness and visible enlargement in the treated areas. On (B)(6) 2021 the patient was assessed by a physician who diagnosed the treated areas with paradoxical hyperplasia (ph).

Manufacturer narrative:
Corrected data d1 - brand name.

Manufacturer narrative:
The following information is included in the coolsculpting user manual: paradoxical hyperplasia is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required.

Event description:
Allergan received a report that a female patient was treated on (B)(6) 2019 and (B)(6) 2019 with coolsculpting to the upper abdomen, lower abdomen, flanks, and upper arms using a cooladvantage and cooladvantage plus applicator. In (B)(6) 2019 the patient developed firmness and visible enlargement in the treated areas. On (B)(6) 2021 the patient was assessed by a physician who diagnosed the treated areas with paradoxical hyperplasia (ph).